Event description:
Note: date of event is unknown; however, bsc became aware of this event "months" after it had occurred; therefore, the event is estimated to have occurred during 2008 timeframe. On two months later, it was reported to boston scientific corporation that while treating an esophageal varix, the speedband superview super 7 ligator device misfired. According to the complainant, the physician aborted the procedure, "the patient bled out and passed away." No further information regarding the patient or the event has been ascertainable. Cause of death and autopsy results/ report have been requested, but have not been provided to boston scientific.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. The cause of the reported malfunction is undetermined. The september 2008, 15-month band ligation product family complaint trend chart was reviewed; no unfavorable trend was noted.